Event description:
The iab leaked. This was the only info at the time of the rpt. The following was rpt'd to datascope on 9/3/97: the iab was inserted on 7/15/97. On 7/17/97, the iab tubing filled with blood and the pump was placed on standby. The iab was later removed. In addition, the pt expired 10 days later on 7/27/97. The pt death was not iab related. Event complications: unk - rpt'd 6/16/97; none - rpt'd 9/3/97. Pt current status: expired - rpt'd 9/3/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Co has incorporated this channeling phenomenon in its instructions for use for all stat iabs.